Manufacturer narrative:
The device was returned for analysis. The return device analysis confirmed the reported material separation as release crimper was noticed to be separated from the (dc) handle. The reported difficult or delayed activation could not be replicated in a testing environment due to the condition of the returned device (clip not returned). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported difficult or delayed activation (clip deployment) and reported material separation (release crimper) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). The clip was advanced to the mitral valve and the clip was placed in a2/p2. However, during clip deployment after the actuator knob was turned eight times and when pulling back, the stainless-steel cylinder came out of the cds (fell out). The clip did not detach from the delivery system. Manipulations were performed, the clip was aligned with the l locks and this allowed the clip to deploy. The clip was implanted, and mr was reduced to <1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.